Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated by their diabetologist due to hyperglycemia. The patient's blood glucose (bg) level reached 30.9 mmol/l (556.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient experienced nausea, dizziness, diarrhea, increased urination, dry mouth. The patient went to their diabetologist's office and was treated with 12 units fiasp insulin with pen and she waited there few hours and she was advised to drink 1-2 litres of water. The pod was worn during the visit. She stayed in the office from 10 am until 1 pm. When she returned home she had lunch and her bg's rose again. The patient called the diabetologist again and injected herself 14 units fiasp insulin with the pen and the diabetologist advised her to remove the pod and apply a new one. Since applying the new pod the issue resolved.